Event description:
Device malfunction: loss of vessel access. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a technician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, after deployment of the locator wings, the device was retracted to position the locator wings against the anterior surface of the arterial wall and vessel access was lost resulting in the clip deploying on the skin surface. The clip was removed from the skin surface using forceps. Hemostasis was achieved using manual compression. The physician commented that due to the pt being thin, during retraction of the device against the vessel wall access was lost. Reportedly, the "nick and spread" was felt to be insufficient. There were no reported pt adverse effects. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for eval. It has not yet been received.